Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-rt 70, catalog# 183012, lot# unk. Biomet cc I-beam tray 79mm, catlaog# 141225, lot# unk. Unknown patella. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Subsequently, patient had an irrigation and debridement of poly component due to non-healing wound approximately four days post implantation.